Manufacturer narrative:
The device was unavailable for evaluation. Based on the x-rays, the screw fractured at the neck just below the proximal end. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a creo preferred angle screw was found broken post operatively.